Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed, station oci2ccs2 was powered on, but there was no communication. Customer unplugged and re-plugged the lan cable, and also rebooted the station, but the issue persisted. Station went offline on remote support service and the last seen was 10 hours ago. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer unplugged the network cable and plugged the cable into the correct port on the back of the communication sled. The system functioned as intended after the field service engineer troubleshot the device.